Manufacturer narrative:
Covidien/medtronic reference number (B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
During use the cuff did not inflate. The tube was removed and replaced. There was no patient harm.

Manufacturer narrative:
(B)(4). One sample was returned for evaluation. The returned unit was inflated and both cuffs inflated without any defects or restrictions noted. The returned sample was leak tested under water and no leakage detected. The sample then remained inflated for twenty four hours and no issue noted. Both cuffs deflated without any issue noted. The returned unit was inflated / deflated three times and no issues noted. The reported defect could not be detected on the returned sample.